Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient "had a very big fall" on (B)(6) 2016 and that afterward their "voltage dropped to zero approximately 10 times per hour and she was required to turn it back up." It was noted that "all electrodes were intact and stimulating where they should." In an attempt to troubleshoot the issue, impedance testing was performed, the patient's adaptive stimulation was turned off, and they were reprogrammed. In regards to whether any additions actions or interventions were taken to resolve the event, it was noted that "surgical erosion of the leads may be considered's of (B)(6) 2016. The patient experienced a "continual spontaneous decrease in amplitude as she moved" as of (B)(6) 2016.